Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe 30g there was foreign matter in the fluid pathway. This occurred 15 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that there were water droplets inside the barrel.

Manufacturer narrative:
H6: investigation summary: customer returned (32) loose 3/10cc, 8mm syringes. Customer states that there were water droplets inside the barrel. All returned syringes were examined and no foreign matter was observed in or on any of the returned syringes. A review of the device history record was completed for batch # 1312996 all inspections were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe 30g there was foreign matter in the fluid pathway. This occurred 15 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that there were water droplets inside the barrel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.